Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings were as followed: adhesive on bending section cover had a chip, connecting tube had a wrinkle, due to wear of angle wire, bending angle in up direction did not meet the standard value, due to wear of angle wire, the play of up/down knob was out of the standard value, due to clogging of nozzle, water removal ability did not meet the standard value, light guide lens had discoloration, probe cover had a scratch, connecting tube had a scratch, objective lens had discoloration, scope cover unit had a scratch, protector of universal cord on control section side had a scratch, forceps elevator lever had discoloration, forceps elevator knob had discoloration, up/down knob had discoloration, right/left knob had discoloration, switch 1 had a scratch, suction cylinder was shaved, forceps elevator lever had a scratch, forceps elevator knob had a scratch, up/down knob had a scratch, switch box had discoloration, switch box had a scratch, scope cover had discoloration, scope cover had a scratch, scope connector had discoloration, scope connector had a scratch, universal cord had discoloration, universal cord had a scratch, grip had discoloration, grip had a scratch, control unit had discoloration, control unit had a scratch, right/left knob had a scratch, and due to dirt on objective lens, there was a lack of image on the monitor. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a foreign object inside the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Additionally, there was no damage to the area where the foreign material was detected. Therefore, the cause of the material remaining in the device could not be determined. The subject event can be detected and prevented by implementation in accordance with the below IFU. Instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.